Manufacturer narrative:
The partial lead in segments was returned, analyzed and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent noise, which eventually manifested into a lack of sensing and pacing along with low impedance. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.